Event description:
Pt reported obtaining a blood glucose result of "hi" (> 600 mg/dl) on the compact plus system. Pt stated that she washed her hands and immediately retested with a result of 145 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. A level-one quality control test was performed on the compact plus system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.